Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged above the annulus on the non-coronary cusp. Moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed and moved the valve even further out of the annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted and improved the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However, per the event description, the dislodgement of the valve most likely played a role in the pvl occurring, as it was reported that the valve dislodged above the annulus on the non-coronary cusp, then after the balloon aortic valvuloplasty (bav) was performed, the valve dislodged event farther out of the annulus. It is unknown if the valve was sized correctly, or if there was something unusual about the patient¿s native annulus that would cause this valve to dislodge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.